Event description:
It was reported to vyaire medical that the ventilator was auto-cycling and giving constant circuit disconnect alarms, initial reporter said that it passes the est. They accessed service mode and ran the 0 cal on all of the xdcrs to see if any fail. They said that they all passed. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.